Event description:
A nurse at the user facility reports that during intraocular lens (iol) implant surgery, the surgeon noticed a bent haptic after the iol was inserted into the eye. The incision was enlarged to facilitate removal of the iol. During the removal process the posterior capsule was torn. The pt's outcome was good.